Event description:
It was reported the philips field service engineer (fse) was dispatched to the customer site to perform tasks associated with (B)(4). There was no reported patient or user involvement and no adverse patient/user impact.